Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 ca was unable to prime during use. The following was reported by the initial reporter: "consumer reported when priming, no insulin flows."